Manufacturer narrative:
Information from instructions for use: product description..... The compression system is intended for single use only and may be worn up to seven days. Warnings.... Wrapping too tightly may impair circulation. Monitor the area of application frequently for signs of discoloration, pain, numbness, tingling or other changes in sensation and swelling. If these symptoms occur, remove 3m coban compression system promptly and contact your health care provider. Considerations..... Patients should be advised to promptly contact their health care provider if they experience pain, numbness, tingling, discoloration or swelling.

Event description:
Customer reported a patient with venous disease had a non-healing traumatic injury on his left posterior lateral shin. Customer reported hydrofiber with silver was applied to the wound and 2094 coban(tm) 2 layer compression system was used for treatment. Customer reported first application of 2094 coban 2 layer compression system occurred on (B)(6) and was removed (B)(6) without problems. Dressing was applied again (B)(6) without issue. On (B)(6) patient's foot was swelling, bandage had slipped, leg was re-wrapped and no issues were noted. (B)(6), regular appointment, leg was re-wrapped and no issues were noted. Customer reported on (B)(6) dressing change was noted and the patient had a black necrotic wound (size: 4.0cm x 3.5 cm depth 0.3 cm) over left achilles area with exposed tendon. Customer reported the patient required debridements and the area is now covered with moist dressings. Customer reported the plastic surgeon stated the patient will require a flap surgical procedure. Additional information received on 19aug 2015. Customer stated there was a physician note on (B)(6) that stated "patient was not tolerating compression". Customer stated she found a notation that tubigrip was applied on (B)(6) and 2094 coban 2 layer wrap was not used on that date. Customer stated there was also a note that the patient reported he noticed the area earlier but customer stated the first documentation of the black necrotic area occurred on (B)(6) 2015.